Event description:
It was reported "possible chg anaphylaxis. Pt suffered swollen tongue and drop in bp. PICC had to be taken out." The patient was given a steroid. There was no harm or health consequences. The patient returned to normal hemodynamics. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The instructions for use (IFU) provided with this kit warns the user, "hypersensitivity potential: benefits of the use of this catheter should be weighed against any possible risk. Hypersensitivity reactions are a concern with antimicrobial catheters and can be serious and even life-threatening. Remove catheter immediately if catheter-related adverse reactions occur after catheter placement. Note: perform sensitivity testing to confirm allergy to catheter antimicrobial agents if adverse reaction occurs." The complaint of a catheter related allergic reaction could not be confirmed based on the available information. The customer did not provide any test results or confirmation that the adverse reaction was associated with the chlorhexidine coating. Based on the available information, the complaint could not be confirmed and the probable cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "possible chg anaphylaxis. Pt suffered swollen tongue and drop in bp. PICC had to be taken out." The patient was given a steroid. There was no harm or health consequences. The patient returned to normal hemodynamics. The patient's current condition is reported as "fine".